Event description:
It was reported that a small volume folfusor experienced no flow during infusion of fluouracil 2590mg. The folfusor was still full after being attached for 46 hours; the line and port were clear. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured between november 6, 2013 ¿ november 7, 2013. As the sample was not returned; a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.